Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a procedure, the device was only able to fire once. A new device was used to complete the case. There was no patient harm.